Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted in a 71-year-old female patient with a history of acute myocardial infarction and cardiogenic shock. The patient was critically ill with severe multivessel coronary artery disease, including 99 percent left main stenosis, 100 percent left anterior descending artery occlusion, and 99 percent mid¿right coronary artery occlusion. During support, the patient experienced hemodynamic instability and death. The family elected to withdraw care due to the patient¿s critical condition and poor prognosis. The patient¿s clinical deterioration and death were attributed to underlying comorbidities and critical illness. The death is being reported conservatively, as there were no allegations of device-related issues. Review of the available information did not identify evidence suggesting a causal relationship between the impella cp device and the reported event.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.